Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had increasing to high impedances and thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had increasing to high impedances and thresholds. Infinite impedance levels were also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.